Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was exposed to moisture. Customer stated insulin pump had crack on the insulin pump. The customer reported that the insulin pump did not received another alarm prior to critical pump error. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.